Manufacturer narrative:
Correction to h6 health effect - impact code.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23251; related manufacturer reference number: 2017865-2020-23253. It was reported that the patient presented for the extraction of the implantable cardioverter debrillator, right atrial, and left ventricular leads due to pocket erosion and infection. The device and leads were explanted without complication. The patient was in stable condition.